Event description:
It was also reported that it was determined by repairs that the patient needed a new recharger antenna.

Event description:
A 375 is an antenna failure error code.

Event description:
Starting a couple of months ago, error codes appeared on the recharger. The codes were: 190, 390, 197, and 397. The current code on the recharger was 375 with a call your doctor icon. There was a broken external antenna. The recharger antenna was damaged. The patient was still, "able to get up to a week, then five days, then a couple days, then a day. And before saturday I was two or three hours at a time. To charge it, I¿d get 15 minutes, two hours, two hours, and now nothing." The patient stated, "it started to go down as far as juice that was in there, and I was having to restart it over and over again, up to a week ago to get a day or so stim. But now it does not communicate at all but for a few seconds, and I can't get any stim." The patient mentioned that the antenna cable was so frayed that it had been taped over a dozen times. The patient said they recharged a lot. The patient said they lead an "incredibly active life." According to the patient, they have had 12 surgeries. The patient stated, I've been paralyzed three times." The patient was doing great since the recharged was repaired by the repairs department. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6)2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).